Manufacturer narrative:
The tech replaced the brake casters at the head end of the bed to resolve the issue.

Event description:
The tech alleged that the head end brake caster is setting but not holding. No pt impact.